Manufacturer narrative:
Photograph of the device evaluated, since device not available for inspection. Evidence of extensive reuse. Device subject to unauthorized disassembly and modification, possibly weakening spring and leading to fracture of part. Harm to patient not possible, since handle part of device outside surgical field during clinical use. Breakage of spring during surgery would affect ease of use by surgeon, not device function itself. Should more information become available, a supplemental report will be filed.

Event description:
The instrument was being used for spinal disk and lamina removal when a spring broke in the handle. No harm nor impact to patient.